Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument was found to have a loose conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed during the procedure. The patient did not experience any injury or adverse event during or after the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires was exposed. The conductor wire was not frayed or broken. The instrument passed the electrical continuity test. The complaint regarding loose conductor wire was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact.